Manufacturer narrative:
No further information could be obtained from this customer. A 25 gauge probe (l/n) was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2018 and showed no obvious nonconformities. The laser probe was inserted into a known good 25 gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter with outer diameter min/max values of 0.02000 to 0.02050 inches, the sample¿s outer diameter was measured to be 0.02010 to 0.02025, meeting specifications. The probe was packaged on december 20, 2017. There were 1,284 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming both visually and in length. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser probe did not fit in the trocar. The laser probe was replaced and the procedure was completed with no harm to the patient.